Event description:
Boston scientific received information that this pacemaker displayed longevity calculations of three years. Less than one year later, the longevity calculation was less than 6 months. The magnet rate was 90 ppm and the gas gauge was almost to the elective replacement indicator (eri) mark. At this time, the patient is being monitored monthly. Boston scientific technical services (ts) recommended analysis of the device memory; however, the patient was no longer in the clinic. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
--

Manufacturer narrative:
At this time, this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information revealed the device was explanted due to normal battery depletion and replaced with a new device. No adverse patient effects were reported.

Event description:
Additional information indicated the patient had the device checked again and the gas gauge was in line with the time period reported. The device was reporting less than six months longevity remaining and the gas gauge needle appears close to elective replacement indicator (eri). Boston scientific technical services (ts) was contacted regarding this issue and indicated they can not say for certain that the battery performance is normal, and requested disk analysis would be necessary to confirm. The memory was save to a disk and submitted for analysis. The disk analysis noted nothing unusual. The device was on track to have less than 6 months longevity and was not currently near a bin edge. Analysis indicated that the when they saw the jumpiness, it may have been when rvac was turned on and if the patient had been in retry a lot before they came in to the clinic, longevity would be showing less.